Event description:
Boston scientific received information that during the device replacement procedure, the left ventricular (lv) lead fractured into two pieces. One piece was retrieved and the other remains in the heart. No adverse patient effects were reported.

Manufacturer narrative:
It was noted that the portion retrieved would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.